Event description:
It was reported that the customer's blood glucose was in the 400 to 599 mg/dl range. After treating with injection, customer's blood glucose went down to 157 mg/dl. She then changed the infusion set. Customer had also been receiving lost sensor alarms. Customer changed out the sensor twice and still received the alarms. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch # 3004209178-2015-85447.